Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified unspecified vessel. A 2.00mm x 12mm emerge was advanced for dilatation. The device was initially inflated at unspecified atmospheres. However on the second inflation at rated burst pressure in 10 seconds, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Returned product consisted of an emerge balloon catheter with the original box. The batch number on the returned packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a balloon pinhole 5mm distal of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There were multiple shaft and hypotube kinks noted and the tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified unspecified vessel. A 2.00mm x 12mm emerge was advanced for dilatation. The device was initially inflated at unspecified atmospheres. However on the second inflation at rated burst pressure in 10seconds, the balloon ruptured. The device was removed intact from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).